Manufacturer narrative:
(B)(4). The reported inaccuracies have been reported to tandem. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother stated on 08/09/2019 at about 8:30 pm, she removed the sensor because of inaccuracies. At that time, she noticed his arm was hot, swollen, and infected as a lot of pus came out when she squeezed the site. She applied an over-the-counter topical antibiotic. He vomited all night and had a fever, so she took him to urgent care in the morning on (B)(6) 2019. He was diagnosed with infection and cellulitis and prescribed cephalexin 250 mg. At the time of contact, the patient was tired, sleeping, had a headache and arm pain, and was still generally not feeling well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.